Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had been experiencing blood glucose levels above 400 mg/dl for several days leading up to the call. Customer reported having a blood glucose level of 465 mg/dl shortly before the call. Customer stated that the high blood glucose levels may have been due to her incorrectly programming the insulin pump. No further information was provided.